Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to t-wave oversensing on the right ventricular (rv) lead. It was also noted that the rv lead exhibited high rate non-sustained episodes, non-sustained ventricular tachycardia episodes, and fifty counts on sic (sensing integrity counter) counter within a few days. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.